Event description:
As reported per the edwards field clinical specialist (fcs), after a 23mm sapien valve was deployed via the tf approach, there was mild to moderate paravalvular leak (pvl) and moderate central aortic insufficiency (cai). Post dilation was performed, and after post dilation, there was trace to mild pvl and still moderate cai. They decided to pull both the amplatz extra stiff wire and rf3 delivery system into the ascending aorta to see if the moderate cai would improve. At that time, they noticed that all three leaflets on the valve were moving but there was not proper coaptation of the leaflets. They used a pigtail catheter to see if that would aid in coaptation of the leaflets, but that had no effect. They decided to implant another valve, and another 23mm sapien valve was prepped and successfully deployed within the first sapien valve. Echo post deployment of the 2nd valve revealed trace to mild pvl and no central ai. At the conclusion of the case, the patient was stable and transferred to the unit for post-op management.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, the cause of the inadequate coaption that resulted in the moderate central aortic regurgitation is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.